Event description:
It was reported that customer opened the silver pouch of a sfc-25 fp cartridge, and there was a fluid inside it. No patient contact.

Manufacturer narrative:
A lot order search was performed on the cartridge, and there were no similar complaints found.